Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was replaced during generator change out due to high, out of range hv lead impedance, high pli and no capture. Lead fracture was suspected. Possible cause of the pace/sense conductor damage is patient's dirt bike accident. There were no complications during the replacement procedure.